Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
Impossible to start irrigation with the bipolar forceps. The priming from the physiological solution could not be performed. 4 tubings were needed before finding one tubing functioning. Loss of time. Surgeon unsatisfied. Risk of infection to get new devices. Additional information received: the hospital cannot confirm the information. But the incident report does not mention a delay greater than 30 min.

Manufacturer narrative:
The product was returned and was evaluated. One of the 3 tubing sets was found to be obstructed. This tubing set was sent to (B)(4) for further evaluation. The other 2 tubing sets were found to be patent and anomaly free. Supplier evaluation revealed: (B)(4) has confirmed that the problem was because of excess solvent (cyclohexanone). This the same problem that we have seen before, and as far as I know we have not seen a new complaint after the corrective actions were in place from (B)(4). We will continue to monitor for this or similar complaints for this product code. (B)(4) has confirmed that the problem was because of excess solvent (cyclohexanone). This is the same problem that we have seen before, and as far as we know we have not seen a new complaint after the corrective actions were in place from accellent. At the present time this complaint is considered closed.

Event description:
(B)(6) 2014 one (of the 3 returned) tubing was sent to (B)(4) for further evaluation - blockage confirmed in laboratory.